Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was received with minor scratches on the lcd window and a cracked select button keypad overlay. The insulin pump was received with a constant blank flashing white light on the display and was constantly beeping due to a vertically cracked lcd controller.

Event description:
It was reported via phone call that the insulin pump was dropped on the floor. The device did not sustain physical damage; however, audible rattling was noted when the insulin pump was shaken. The patient's blood glucose at the time of incident was 187 mg/dl. During troubleshooting the device failed the self test. The insulin pump was returned for analysis.